Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During preparation, the flow rate from the tip of the intellanav stablepoint catheter was different than usual. There was just a trickle of flow from the tip when running at a high flow to bleed air. The flow rate was 60mi/min. A different catheter was used to complete the procedure. No patient complications were reported.